Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during a procedure, the implantable cardioverter defibrillator (ICD) was connected to the patient's existing leads and would not sense or pace correctly in the right ventricular (rv) channel. The rv lead was checked via the analyzer and was functioning correctly. The device was reinterrogated and the battery longevity bar turned gray. The ICD was not used and a different device was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.